Event description:
On (B)(6) 2013, the lay user/patient contacted animas and left a message that she was concerned that her pump was not recording bolus information. No additional information was provided. There was no mention of symptoms or medical treatment received due to the alleged pump issue. Animas customer support made several attempts to reach the patient to obtain additional information and review the subject pump; however, were unsuccessful in their attempts. Based on the information provided, there is no indication that the product issue caused and/or contributed to an adverse event. However, this complaint is being reported as a malfunction because the alleged pump issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.